Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. It was reported that after successful deployment of the bifurcated stent graft the physician experienced difficulty cannulating the contralateral gate due to the patient's tight iliac bifurcation. Once the contralateral gate was cannulated the physician advnaced the dilator of a 16f sheath into the pt. It was reported that the tip of the 16f dilator made contact with the side of the ipsilateral limb and pushed the bifurcated stent graft proximally. This action kinked the ipsilateral limb. The pt was converted to open surgical repair. During removal of the stent graft concentric rings of calcification were noted in the iliac bifurcation. No additional sequelae were reported and the pt is reported to be fine.